Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having a lot more bladder infections than with the past devices. The patient reported going to the ER one or two weeks prior to the report for a bladder infection and was given antibiotics. Since going to the ER the patient reported that she was feeling tired and fatigued all the time. The patient also reported that when she was going to the bathroom, she was zapped in the rectum. Stimulation was decreased from 0.4 to 0.3 on program 1 during the call. The patient was advised to follow up with their healthcare professional. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.